Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2026, the patient presented with grade 4+ functional mitral regurgitation (mr), restricted posterior leaflet and thickened anterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging due to previous cardiac surgery. A mitraclip was successfully implanted at the a2¿p2 segment of the anterior and posterior leaflets. During the deployment sequence of the second mitraclip, anatomical interaction between the clip and the anterior leaflet was observed. Troubleshooting maneuvers were performed but were unsuccessful. As a result, the clip was deployed in its existing position. Following deployment, the mitral pressure gradient increased to 9 mmhg. The patient remained in stable condition, and the gradient subsequently decreased to 6 mmhg. Post-procedure, mr was reduced to grade 2+. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and based on the information provided, a cause for the entrapment of device with the anatomy and mitral stenosis cannot be determined. Image resolution poor is attributed to patient and procedural conditions as significant shadowing from the annuloplasty ring especially along the pml was reported. Mitral stenosis is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.